Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the harvesting tool would not align during activation to allow continued engagement of branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Tissue and char buildup was observed on the jaws. The miniature part of silicone insulation was peeled away at the tip from the hot jaw support. Shaft was seen bent at the proximal end from the jaws. To check the ability of the jaws to match up, the toggle was pulled back to the proximal position till a slight "click" sound was heard. It was observed that the jaws were not align with each other. Based on the investigation and returned condition of the device the complaint was confirmed for the reported failure ¿mechanical issue" and the analyzed failure modes "bent wire", "peeled jaws" and "bent shaft". The certificate of conformance were reviewed for shaft flex, clevis and pivot pin. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the harvesting tool would not align during activation to allow continued engagement of branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.